Event description:
During a remote follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. Technical support was contacted and recommended lead replacement. The rv lead was capped and replaced to resolve the event. The patient was stable.